Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that during the three days prior to calling animas, the pump's basal delivery rate switched to a rate that was not programmed by the user. The pt confirms that the pump battery was not replaced during that time. The pt denied any injury.